Event description:
A male pt underwent puncture of vena porta procedure on (B)(6) 2013. (Introducer and wire in the vena porta, sizing catheter (pig tail) over it). The distal golden ring/marker detached by the substitution from the pigtail and then it slipped from the vena porta over the heart and into the lung of the pt. The golden ring/marker remained in the lung. There is no problem for the pt. The pt did not require additional procedures due to this occurrence. The complainant reported the pt is well and there were no adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer in a used and damaged condition. A visual examination revealed the most distal marker band was missing. It was also noted that there was an indentation in the catheter tubing where the missing marker band had been affixed. No tubing damage at the missing marker band site is indicative of the marker band having cracked/separated freely. Gold marker bands are received from a certified vendor. Per specification, there is an inspection, checking the surface for imperfections and cleanliness. There is also a durability test performed for breakage. Per quality control specification, there is 100% inspection for material type, quantity, transition, security, appearance, outside diameter of banded area and placement. The separated marker band was not returned and remains in the pt without report of symptoms or complications. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events. Risk assessment (ra) was updated by quality engineering to include this complaint. The ra determined no further risk reduction activities.